Event description:
It was reported that the trial handle had fractured at the distal end where it interfaces with the trial or rasp. No pt info or surgical details were provided for this investigation.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and possible joysticking motion while removing the assembly from the body.